Manufacturer narrative:
Concomitant medical products: addrl1 ipg implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible intermittent atrial undersensing was noted on the right atrial (ra) lead on stored electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.